Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device 8120 failing the locking mechanism during the binary switches test was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, lock assembly: informed most likely due to the locking assembly. Recommended sending in for a level 2 repair and emailed our fixed level pricing. Customer will send in for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that the device 8120 failing the locking mechanism during the binary switches test. There was no patient involvement.